Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/03/2014 with the following findings: the display lens and screen were found to be free of damage; the reported event was not duplicated. The display lens film was found to be scratched and peeling, which could have been mistaken for display damage. However, the display lens film is easily replaced and thus is a non-reportable item. Unrelated to the reported event, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen was scratched and cracked; the lens seal was reported to be peeling. Reportedly, the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.